Event description:
It was reported that the customer was hospitalized due to experiencing a blood glucose (bg) level of "high"; although specific value was not provided. Cause of bg was not reported. Customer¿s husband tried to address the elevated bg by a correction injection by manual insulin therapy. Multiple follow-up attempts were made by tandem technical support to gather additional information; however, the customer did not respond. Additionally, it was reported that the customer removed the pump and a malfunction code occurred. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Malfunction was verified. High bg issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.